Event description:
It was reported that leakage was observed from the connection between the transducer and the flash device.

Manufacturer narrative:
Female luer on dpt housing damaged or out of spec. Rec'd (1) flow-through dpt with bonded merit flush device. Leakage was found at the dpt housing female luer. Leakage occurred through a crack that ran along the parting line of the luer.